Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, during needle plunger removal, force was exerted (applied) that broke the sutures. Evaluation of the proglide device revealed that the posterior portion of the foot was detached and was not returned with the device. The physician was reportedly aware of the detached portion of the foot. There was no treatment or patient effects. A second proglide device was used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, when the device was pulled back to position the foot against the artery wall, the device never anchored. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no complications, bleeding, or bruising. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed. However, the analysis of the returned device indicated that a portion of the posterior foot was broken off and was not returned, which would have resulted in a failure to retrieve the suture when retracting the needle plunger, and could appear very similar to the reported suture break. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.